Manufacturer narrative:
Additional information added to the following sections: section e, initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic ventral hernia repair, the monopolar curved shears attachment pin broke when the nurse attempted to detach the blue power cable. The surgeon commented that the pin of the shears is fragile, as he has previously dealt with similar issues. Since this was just before suturing and the dissection was already completed, the monopolar curved shears were no longer needed, so there were no further issues. There was no patient involvement.

Event description:
It was reported that, during a robotic laparoscopic ventral hernia repair, the monopolar curved shears attachment pin broke when the nurse attempted to detach the blue power cable. The surgeon commented that the pin of the shears is fragile. Since this was just before suturing and the dissection was already completed, the monopolar curved shears were no longer needed, so there were no further issues. There was no patient injury.

Manufacturer narrative:
New information as been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. No other changes were made to the report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic ventral hernia repair, the monopolar curved shears attachment pin broke when the nurse attempted to detach the blue power cable. The surgeon commented that the pin of the shears is fragile, as he has previously dealt with similar issues. Since this was just before suturing and the dissection was already completed, the monopolar curved shears were no longer needed, so there were no further issues. There was no patient involvement.